Event description:
Pin broke during surgery. Half of pin remains implanted in the pt. Pins are not designed to be implanted in the body.

Manufacturer narrative:
Device was discarded. As a result, it was not available for analysis. Root cause of breakage could not be determined. This is the initial report submitted regarding this surgical event and medical device.